Event description:
It was reported that prior to stent deployment, the promus stent came off of the stent delivery system (sds) in the proximal left anterior descending artery (lad). A smaller dilatation catheter was inserted through the promus stent to deploy it in the unintended site in the lad. A second unknown stent was deployed distal to the promus stent to treat the lad target lesion. There were no adverse patient effects. There was no report of a clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.